Event description:
It was reported that the charger for an ilet device was not working, with no charging indicator light despite attempts with multiple outlets, and a replacement charger was shipped with tracking provided. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included no reported injury, no hospitalization, and continued therapy without interruption. Investigation included customer troubleshooting and education, as well as replacement of the suspected component. Investigation of this case revealed a suspected charger malfunction preventing device charging, consistent with a defective external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was suspected component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.